Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3889-28, lot# v760832, implanted: 2011-(B)(6), explanted: na.

Event description:
It was reported that the patient experienced swelling and pain around the lead incision. The patient also experienced a loss of therapeutic effect, leading to increased frequency. The device was on program 3 at 2.1 volts. The patient planned to increase the voltage until stimulation was felt and then monitor symptom relief. Additional information has been requested, but was not available as of the date of this report.